Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20.1 mmol/l (361.8 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s legal guardian (lg) reported when changing the pod, there was puss, redness, and a hard lump at the pod site and the patient experienced pain in their thigh and difficulty walking. Because of the high bg levels, the lg administered manual insulin and activated a new pod on the patient¿s other leg. After activating the new pod, the lg took the patient to the hospital on (B)(6) 2026, at approximately 4:30 pm. The doctor examined the patient and diagnosed an infection with cellulitis. The doctor prescribed oral flucloxacillin liquid, 4 ml four times a day for 7 days, and advised them to return if the condition worsened. Later that same day, the infection became worse, so the patient returned to the hospital at around 10:00 pm. The patient was admitted to the (B)(6), and the doctor administered intravenous flucloxacillin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Please see section h6 for additional health effect code.